Event description:
The user's husband reported that the user was sitting on the rollator in the bathroom and the wheel came off. The user slowly fell to the floor. No injury was reported, but 911 was called to assist the user off the floor.

Manufacturer narrative:
(B)(4). Initial (B)(4) issued MFR report #1531186-2013-01156 indicating the manufacturer as geoby peregon healthcare products co., ltd. The correct manufacturer is goodbaby.